Event description:
It was reported that a pacemaker dependent patient was admitted to the hospital after experiencing syncopal episodes. Pvcs revealed noise, intermittent loss of ventricular capture was also noted. The device ventricular sensitivity was decreased and the patient would be monitored. A ventricular lead issue was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.